Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer alleging insulin pump was under delivering because insulin pump received no delivery alarm during a bolus and they changed the set 3 times and blood glucose level was not coming down. The customer¿s blood glucose level was 28 mmol/l at the time of incident. Customer¿s current blood glucose level after manual injection was 17 mmol/l. Customer stated that they experienced high blood glucose level. Customer experienced symptoms like vomiting and cranky. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with insulin pump and manual injection. Customer stated that the drive support cap was normal. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.